Event description:
It was reported that inappropriate therapy was delivered due to emi. Physician discussed emi effects with the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.